Event description:
It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The physician ordered an urgent computed tomography (CT) scan of the patient's head. The patient experienced bleeding and was admitted to the hospital. No further information was provided at the time of this report.